Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to download the pump. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify pump error hal software error detected. And pump error main arm cannot communicate with the motor arm due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
Customer reported via phone call that the insulin pump had software error and motor related error. The customer¿s blood glucose level was 350 mg/dl at the time of the incident and current blood glucose was 350 mg/dl. The customer was able to clear the alarm and able to complete rewind the insulin pump. The insulin pump will be returned for analysis.